Event description:
The international customer reported the v60 unit stopped operating while being used on a patient, due to a breaker shutoff. Vent inop occurrence was displayed on the unit's screen. There was no adverse patient effect. Additional information received indicates the v60 ventilator, a nasal high flow, two heated humidifiers and an electrical medical chart system were all connected to the same hospital's power source, which led to the breaker shutoff.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 unit stopped operating while being used on a patient, due to a breaker shutoff. Vent inop occurrence was displayed on the unit's screen. There was no adverse patient effect.